Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing two parts: the wash station, sample - stat, bypassed gutter, (rohs) part 7-77729-03 and valve, syringe (rohs) part 7-77030-07. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated hiv results while using the architect i2000sr analyzer. The following data was provided. Sid (B)(6) initial 1.75 s/co (reactive), repeat 0.05 s/co (nonreactive). The customer stated the initial specimen was tested immediately after a highly (B)(6) specimen (sid (B)(6)1102.28 s/co). The customer replaced the sample probe and retested both specimens. Sid (B)(6) tested as sid (B)(6) after the highly (B)(6) specimen 1.15 s/co ((B)(6)). Tested as sid (B)(6) after the highly (B)(6) specimen 0.71 s/co (nonreactive). The highly (B)(6) specimen, sid (B)(6), was tested before sid (B)(6)and sid (B)(6) tests above and results were (B)(6) (tested as sid (B)(6)1099.24 s/co and tested as sid (B)(6) 1079.47 s/co, (B)(6)). Note, the customer did not allege discrepant results for the highly (B)(6) specimen (sid (B)(6)). No impact to patient management was reported.